Event description:
It was reported that tip detachment occurred. The chronic totally occluded target lesion with a significant bend of less than 90 degrees was located in the severely tortuous and severely calcified superficial femoral artery. A 300cm, 8cm poly tip v-18 control wire guidewire was selected for use. However, it was noted that the wire tip could not passed the lesion because the tip was broken. The device was retrieved through rubicon 18 support catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.